Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2015 and mesh was placed into the patient¿s body. On (B)(6) 2016 she had a hernia repair surgery and mesh was implanted. On (B)(6) 2017 she had a hernia repair surgery and mesh was implanted. It was reported that the patient experienced chronic inflammation, fb reaction, erosion, fistula, tissue necrosis, mesh contraction, and required additional procedures and medical care. No additional information has been provided.

Manufacturer narrative:
Date sent to FDA: 06/21/2019.